Event description:
It was reported that the handpiece was ¿running hot¿. There was no injury reported as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4), the device was returned for evaluation and repair. Mechanical analysis found the device kept stopping and was functioning intermittently; therefore, temperature testing could not be performed. Upon disassembling the device it was observed that the motor and bearings were corroded. Parts and cable were replaced; the device was cleaned, tested to all product specifications and returned to the customer.